Event description:
It was reported that during a percutaneous arthrodesis, insertion of 4 screws into the pedicles of the patient. Then, to proceed the discectomy to insert a rotative lumbar cage into the intradiscal space, the surgeon installed the pbr spacer. He introduced a short pin into each supporting screws of the spacer. To insert the pin into the thread of the screw, the surgeon used a counter torque key to hold the screw. When inserting the pin into the thread, the short fins of the screw broke. They fractured at the level of the space provided to allow breaking at the end of the intervention. The surgeon replaced the screw by a new one.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. The device was returned in 3 pieces. Both tabs were fractured off of the screw. No relevant manufacturing issues found upon device history review. The exact root cause could not be determined conclusively.

Event description:
It was reported that during a percutaneous arthrodesis, insertion of 4 screws into the pedicles of the patient. Then, to proceed the discectomy to insert a rotative lumbar cage into the intradiscal space, the surgeon installed the pbr spacer. He introduced a short pin into each supporting screws of the spacer. To insert the pin into the thread of the screw, the surgeon used a counter torque key to hold the screw. When inserting the pin into the thread, the short fins of the screw broke. They fractured at the level of the space provided to allow breaking at the end of the intervention. The surgeon replaced the screw by a new one.